Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
It was reported that a patient with a 31mm edwards magna ease valve implanted in mitral position underwent a valve-in-valve procedure after an implant duration of approximately seven (7) years, four (4) months due to paravalvular leak (pvl). The procedure was performed with a 29mm 9755rsl transcatheter valve. Unfortunately, the sapien that was implanted landed too atrial, the team opted not to place a second valve and unfortunately patient started decompensating over the weekend and presented with hemolysis and hematuria. The site performed an emergency vinv three days later and we successfully placed a 29mm sapien more ventricular. So far patient is stable and doing well. Through investigation, it was learned that the patient previously had a 32mm 4450 mitral ring and underwent an mvr in 2019. The explanted ring was replaced with a 31mm edwards magna ease.